Manufacturer narrative:
We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to physical damage. In addition, we confirmed that the u/d knob broken, the light guide fiber bundle (lcb) broken, the remote control buttons perforated, the light guide cable buckled, the control body cracked, the body cover grip cracked, the insertion flexible tube (ift) crushed, the operation channel resistance, the image guide fiber bundle (cfb) laser filter lifting, and the u/d lock lever white marking faded and missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the objective glue falls. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Objective lens unit missing.